Event description:
It was reported that during a gastric bypass procedure, the device was fired with a black load on the stomach and partially stapled. The left side or patient side was stapled and the right side or specimen side did not staple. The device was reloaded with a green cartridge to close the opening. The same device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Stomach. Was the device fired on tissue that had been radiated or has the patient been taking. Systemic steroids? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Asku. What color cartridge was being used? Black. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Unknown. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? There was a higher force to open the device. After use, did each of the triggers and buttons automatically return to their original. (Pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? The surgeon stated that the device did not feel the same when opening, it was difficult to open. No other details are available. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.